Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was severely calcified vessel. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres, the balloon ruptured. The device was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).